Manufacturer narrative:
(B)(6) (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on an unknown date, post-op, screws were found broken inside patient. Patient underwent set screws replacement as a result of this event. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :implant rod interface surface node entirely worn away, this wear disallows further analysis regarding implant connection.

Manufacturer narrative:
Additional information: x-ray analysis: probable t-10 pelvis fixation post op film 10/09/2015 provided. Unknown length of time from original surgery. Un known levels implanted. One of the set screws at the top of the construct is loose. No other hardware appears affected. Fusion status is unknown. Possible causes include failure to tighten, improperly bent rod and failure of fusion. Root cause is surgical technique.